Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified that the device would power itself on. It was also observed that the device was able to read ECG and provide therapy. The device was subsequently forward to the physio-control failure analysis center (fac) for further evaluation. The fac was also able to verify the reported issue. Additionally it was observed that the device would momentarily power off when the shock button was pressed. The cause of the reported issue was determined to be due to process residue on legs 1 and 2 of filter, designator fl35, on the digital pcb assembly. This shorted the circuit, which resulted in the device powering on without command. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device would power itself on. When it was attempted to power the device off with the power button, it would briefly power off and then power back on. Upon further evaluation, physio-control observed that pressing the shock button would momentarily power the device off. In this state the device would not be able to provide therapy if it were needed. There was no patient use associated with the reported event.